Event description:
Additional information received reported intrathecal baclofen treatment was ongoing. There was difficulty locating the refill septum and an x-ray was negative for flipped pump. At the time of the report the patient was stable.

Manufacturer narrative:
Product ID 8711, lot# j0058209r, implanted: 2001 (B)(6); product type catheter. (B)(4).

Event description:
A healthcare professional (hcp) reported that they saw the patient yesterday for a refill. They had difficulty with the refill but they were certain they were in the pump as they were able to fill and aspirate clear fluid throughout the whole process. They stated the pump was updated with correct programming at 13:36. By 9:00 pm the patient was experiencing a big increase in spasticity and they were twitching. The patient was brought to the ER. No alarms were reported. The ER was to give the patient oral baclofen and ativan to help with their symptoms. They were to also assess to any additional heath issues. The patient was to come in to the doctor¿s office on (B)(6) 2014 to check the pump and reservoir. The medication infused was gablofen. Later that day a representative reported that they were planning on checking the reservoir now rather than waiting until the morning. At the time of the call they had not checked the pump reservoir volume, but they were going to start with that and proceed with other troubleshooting from there to rule out the system as a potential cause of the withdrawal-type symptoms. The patient was given oral baclofen and valium. Two days later, a representative reported, the patient had suspected withdrawal symptoms. They found drug in the pump the other day. The patient was a-fib at the time of the report and had an elevated heart rate. Since it looked like withdrawal they were going to change the pump. They stated, it appeared the pump ¿may not be working¿. They were not sure if it was the pump at all or withdrawal at all. The pump was not showing any alarms or issues in the logs. The following day, a healthcare professional (hcp) reported that there was a revision case on the date of the report. The patient was a very hard ¿stick¿ when refilling so it was unsure if the doctor was able to access and fill successfully. The patient was in the post-anesthesia care unit (pacu) until midnight two days prior to the report. They had horrible spasms, and they were very uncomfortable and fidgety. They had no fever. A 75 mcg bolus was given and the patient appeared to be doing better, but the hcp¿s were doing other monitoring to it was difficult to tell for sure. They decided to try to access again, but after twelve tries they were still unsure. They did get some unclear fluid back, so they were still unsure. They decided to perform an emergency revision. At the revision, the cap was access and they were able to aspirate 1 ml. It came back very slowly and was a bit tinged. The catheter pump segment was coiled on top of the pump instead of behind. When the catheter was disconnected from the pump they injected into the catheter directly and noted a hole in the catheter. The proximal segment was then replaced. According to the manufacturer's device registry, the pump was also replaced. The doctor inquired about the incidence of catheters being punctured during an itb pump refill. They later noted that this incident occurred with the patient reported in this event. On (B)(6) 2014, the representative noted that the patient was doing well.